Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,16-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a bogus drawer failure notice. A technical support specialist instructed the customer to go to the station and log in as carefusion admin, before launching the application, the customer was asked to disable the local network interface card, then customer launched the application and waited for it to fully load, after completion they closed the application and re-enabled the network interface card while the application was not running, then relaunched the application, logged in and attempted to recover the drawers to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a bogus drawer failure notice and nurse was not able to remove the meds. Customer tried to reboot the station and still no changes. There were no adverse events or injuries reported based on this incident.